Event description:
It was reported that a spectrum pump failed to deliver blood therapy. The pump was programmed to deliver at a rate of 50 ml per hour with a total amount of 300 ml vtbi. The customer stated the therapy was delayed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.